Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: nov 20, 2015. Expiration date: nov 1, 2025. The 12 piece lot was sterilized by supplier, (B)(4). The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. The complaint device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). Device was not explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 in order to treat a sustained intertrochanteric femoral fracture. During the procedure, the drill bit reportedly interfered with the nail. The drill bit reportedly went through the cortical bone on the opposite side. As a result, the locking bolt also interfered with the nail and could not be successfully placed through the hole. The surgeon abandoned insertion attempts with the locking bolt and completed the procedure. There was no reported surgical delay or additional medical intervention. This report is 1 of 2 for (B)(6).